Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.010.063 , lot: 1639502 , manufacturing site: haegendorf , release to warehouse date: 16.feb.2007 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Flow: damaged: visual (appearance not as expected) visual inspection: the 12.0mm/8.0mm protection sleeve 188mm (part # 03.010.063, lot # 1639502, mfg # 16-feb-2007) was received at us cq with visible signs of wear. There are a lot of dents on the outer surface of the protection sleeve close to the etching of the part and lot numbers. This is consistent with the reported complaint condition, thus confirming the complaint. Document/specification review: the following drawing(s) was reviewed; ø12.0 mm/ 8.0 mm protection sleeve: conclusion: the complaint condition is confirmed as the device (part # 03.010.063, lot # 1639502) was received with dents on the outer surface. After a visual inspection per guidance provided in document, it is determined that the tfna protection sleeve is worn from repeated use; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis.

Event description:
12/12/2018: updated: concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1), unknown tibial nail ex (part # unknown, lot # unknown, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail expert insertion procedure on (B)(6) 2018, the surgeon prevented an unknown screw from coming out. The tip of the protection sleeve appeared to be misshaped/damaged which led to the difficulty of passing the screw through it. Surgeon had to take off the aiming arm and insert the screw freehand. There was no reported surgical delay. Procedure was successfully completed. Patient outcome was reported as stable. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1), unknown tibial nail ex (part # unknown, lot # unknown, quantity 1). This report is for one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 1 for (B)(4).